Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The piston moved forward properly. The device had minor scratched display window and cracked battery tube threads.

Event description:
Customer reported having blood glucose levels above 500 mg/dl the day before the call. Customer reported that she changed the set several times, then had to switch to manual injections. Customer reported that at the time of the call, her blood glucose level was dropping at an unusually fast rate. Customer statated that the insulin pump was able to rewind, but the reservoir did not appear to be moving forward. Blood glucose level was 114 mg/dl at the time of the call. No further information was provided.